Event description:
The device was not priming. The pump was rewound to change the infusion set. The reservoir was inserted into the pump and an attempt was made to prime. The insulin did not exit and the pump display gave instructions to prime, press activate button, and escape to rewind again. Also the customer was holding down the activate button, almost all the insulin came out of the reservoir, currently the customer is on a back up plan.